Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.